Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was admitted to another for IV antibiotics from (B)(6) 2019 to (B)(6) 2019. It was noted the patient had local pain and required meds-narcotic. They were unable to correct the placement and it was noted to the ins being too high was related to the patient¿s body habitus. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the ins was implanted too high in the patient¿s spine and now they needed to have another surgery to move the ins down. It was noted that the patient had a horrible surgical post-op infection, and that the infection was confirmed. No further complications were reported/anticipated.